Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image was not displayed due to damage on the charge coupled device unit and image noise occurred due to damage on the circuit board of the video plug section. It was also noted that there were scratches throughout the device and the video connector case had a crack. The indication on the video plug section was not correct and the light guide connector was deformed. The forceps elevator lever and switch 1 had discoloration. The adhesive on the bending section rubber had a chip and the bending angle in the up direction exceeded standard value due to a dent on the bending tube. The bending section could not be fixed firmly due to wear of the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the endoeye flex deflectable videoscope video did not appear. The issue was found during inspection for use for a therapeutic procedure and it was completed with a similar device. There was no patient harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "screen went all black without an image shown" and phenomenon 2 "noise appeared without an image shown" was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.